Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 15-aug-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 233, 221, 232, 300 and 249 mg/dl. The customer¿s expected fasting blood glucose test result range is 120-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 148 mg/dl using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/31/2026 and open vial date is 3 days prior to the call; customer stated the previous vial used had the same lot number. The meter memory was reviewed for previous test result history: result 1: 233mg/dl , date: (B)(6) , time: 2:02 p fasting, result 2: 221mg/dl, date: (B)(6) , time: 12:39 p fasting , result 3: 232mg/dl, date: (B)(6), time: 11:36 a fasting, result 4: 300mg/dl , date: (B)(6), time: 9:57 a fasting , result 5: 249mg/dl , date: (B)(6), time: 9:54 a fasting.